Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. The exhalation valve and transducers were recalibrated. Device meets manufacturer specifications. The customer was informed the gas delivery engine (gde) will have to be replaced if the issue repeats. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4): technical support recommended to the customer to calibrate transducer. The customer reported issue still persist with inaccuracy in inspiratory tidal volume and expiratory tidal volume suggesting a new gas delivery engine is needed. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit occlusion on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.